Event description:
The surgeon reported a posterior capsule tear occurred and then the anterior vitrectomy probe was not cutting the vitreous. Additional information received stated the surgeon could hear and feel the anterior vitrectomy probe working but it was not cutting the vitreous. They switched out the probe and the same problem was noted. The surgeon completed the anterior vitrectomy manually with scissors. The surgery was successfully completed with a slight delay noted.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.